Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that did not pass callibration procedure for minimum down stream occlusion pressure was not confirmed nor reproduced during product evaluation. Upon review of the event history, quality engineering determined the problem to be a failure code 808:02. The root cause was determined to be a faulty pump head module (phm). The phm was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with that did not pass callibration procedure for mimimum down stream occlussion pressure. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.